Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. The cause of low bg was unknown. The customer lost consciousness from their low bg level, and they received third party assistance from their mother and an ambulance was called, who provided intravenous therapy (IV) to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.